Event description:
It was reported that the patient had his stimulator moved 2 years ago to his top right hip. No other information was reported. Additional information was requested regarding this revision, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).